Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that after the lens was implanted, the patient experienced myopia, migraines, and anisometropia. The physician suspected refractive error, therefore the lens (18.0 diopter) was explanted and replaced with one of the same model and different power (16.0 diopter). In the physician¿s opinion the most likely root cause of refractive error is patient¿s prior refractive surgery. Following the lens exchange, the patient¿s vision was now reported to be hyperopic. As a result, the 16.0 diopter lens was also explanted and replaced with one of the same model but different diopter (17.5). In the physician¿s opinion, the most likely cause of the second explant is mislabeled iol power, however it should be noted that the (16.0) diopter lens was exchanged with the same model (17.5) diopter. It was indicated that the patient had undergone lasik surgery approximately 15 years ago and also had pre-existing mild primary open-angle glaucoma (poag). Regarding prognosis, the patient¿s vision has improved.

Manufacturer narrative:
The lens was returned to b+l. Dimensional measurement was performed and the diopter was found to be 18.0 diopter as labeled. Based on this information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.